Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-02004.

Event description:
It was reported that the customer had some issues with the enlite system. Caller stated that the enlite system was causing the customer to loose fat cells. Caller stated that the customer has used the enlite system three times and she has lipoatrophy in three different areas of her stomach. Caller stated that the dr. Told her that the lost of fat tissue is a result of subcutaneous infections of insulin in the treatment of diabetes. Nothing further was reported.